Manufacturer narrative:
Manufacturer's report date: (B)(4), 2011. (B)(4). The returned pump module was inspected. The right (male) iui connector was confirmed to be damaged from excessive heat dissipation having emitted from around pins 2 and 3. Scorch marks were also present on the rear case where the iui is seated and a slight melting of the case in this area was also observed. A small degree of fluid residue was observed on the upper platen hinge area. No other issues or anomalies were observed. The reported issue of an observed melted right (male) iui connector was confirmed. A resistance measurement of the right iui connector when removed from the pump indicated that the pins 2 and 3 were shorted. Adjacent measurements across all other pins of the iui connector measured an open condition as expected. The damaged iui connector was temporarily replaced on the device with known good one and the pump module powered on and functioned normally with no other issues noted. The root cause for the noted shorted and melted right iui connector on this device is unknown.

Event description:
The customer returned the pump module for servicing with the reported issue being shorted. The service technician noted that the right (male) iui connector was burned. The product was not on a patient at that time.